Event description:
It was reported that this right ventricular (rv) lead had perforated. This was determined due to the patient having sharp pain when breathing and confirmed with an x-ray. A lead revision repositioning procedure was performed and completed successfully. There were no additional adverse patient effects reported.